Event description:
The customer reported that the clear insulation came off of the device. At this time, it is unknown exactly when it came off and if it fell into the patient cavity. After the case, all of the clear insulation was accounted for and nothing was missing. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.